Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent audio output could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output patient experienced on (B)(6) 2014, resulting in a hypoglycemic event wherein patient became unresponsive. Patient, already hospitalized for a non-related incident, experienced a low and was administered glucose. No other medications were administered. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. Patient's daughter reported to dexcom technical support the current condition of patient as fair. Additionally, during the call, dexcom technical support advised patient's daughter to test the alert functionality and reported alerts were functional.